Manufacturer narrative:
Section a2, a3, a4, and a5: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1 telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery the tecnis enhance intraocular lens (iol) broke into two pieces just before insertion into the patient's eye, rendering it unusable. A replacement implant was used to complete the procedure. Through follow up, we learned that the patient was not injured. No further information was reported.

Manufacturer narrative:
Additional information. Section d9 device available for evaluation? Yes. Section d9 date returned to manufacturer: october 23, 2025. Section h3 device evaluated by manufacturer? Yes. Device evaluation: the device was visually inspected under magnification revealing that the cartridge tip was slightly deformed/ damaged. The lens module, plunger rod, and handpiece were inspected, and no further issues were identified. No lens was received for evaluation; therefore, the customer¿s reported complaint issue "lens damaged" could not be verified. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, a product quality deficiency could not be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.